Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient felt a "shocking sensation." The patient was sensitive to atrial pacing and felt the measurements at higher outputs. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.